Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral silent rupture of breast prostheses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 300cc gel breast prostheses that both silently ruptured after implantation. Bilateral rupture was confirmed by ultrasound and by MRI. As a result, the patient will undergo bilateral explantation on (B)(6) 2019. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 10/21/2019, the mentor failure analysis lab received the device for evaluation. On 10/24/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient experienced a breast implant rupture. During evaluation of the device, it was observed to be ruptured. Additionally, shell abrasion was noted in the edges of the rupture. No other anomalies were discovered. Shell abrasion is defined as a material separation occurring in the smooth layer and can eventually progress through the shell of smooth devices. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It is most likely that the shell abrasion was created due of high stresses caused by acute folds which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/15/2019, mentor received additional information about the event. After explantation, the patient had her removed implants replaced with mentor memorygel breast implant 375cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).